Manufacturer narrative:
(B)(4). Results of investigation: the suspect uim was returned to vyaire medical's service department for further evaluation. The reported issue was not duplicated in the laboratory setting. The suspect uim operated properly to manufacturer specifications and failures were detected.

Event description:
The customer reported that while using their avea ventilator, the user interface module (uim) screen is intermittently flickering and unresponsive. There was no patient involvement associated with this event.